Event description:
The customer reported via phone call that the insulin pump kept beeping. The insulin pump alarmed no delivery during a bolus. Customer's blood glucose level was 200 mg/dl. The alarm was caused by an infusion set and reservoir occlusion. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.